Event description:
It was reported that the patient received inappropriate shocks due to noise on the leads.

Manufacturer narrative:
Analysis found that there was an outer insulation abrasion at 7.5 cm from the connector pin, due to friction with the ICD can. The abrasion could have caused the noise observed in the field.